Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a broken electric cable was confirmed during product evaluation. This condition was caused by mishandling. The power cord was replaced to correct the reported condition. Similar reports have been received for the reported problem.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that the electric cable was broken; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon further review, the quality engineer determined the root cause of the electric cord being broken was due to a damaged power cord.